Event description:
The patient was prescribed purevision contact lenses to wear on a continuous wear basis for 30 days. The patient presented for an unscheduled visit with symptoms of a red, mattering eye. The doctor originally diagnosed inflammatory keratitis in both eyes. The right eye had corneal edema, bulbar hyperemia, sub-epithelial infiltrates and trace superficial punctate keratitis. The left eye had bulbar hyperemia, a staining epithelial defect and sub-epithelial infiltrates. There was no anterior chamber reaction in either eye. No cultures were taken. The patient was treated and the condition resolved in 7 days. There were no scars, no vision loss and the patient was advised to resume lens wear on a daily wear basis for one week followed by extended wear. The doctor described the patient as having contact lens acute red eye (clare) and revised the diagnosis from inflammatory keratitis to microbial keratitis.